Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of a hemorrhage is listed in the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2018 a 3.50x15mm xience alpine and a 3.0x18mm xience alpine stent were implanted. On (B)(6) 2018 the patient was re-admitted with gross hematuria. The treatment performed and the final patient outcome is unknown. No additional information was provided.